Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During the mako tha procedure with dr. (B)(6) it was noted the hex driver was stripped and also the 40 liner impactor had damaged threads. A backup liner impactor was used and the surgeon used a rongeur to remove the variable angle screw.

Manufacturer narrative:
The reported device was confirmed to be a hex driver-captured 3.5mm, p/n 112730, lot 160039. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock. Complaint history review: a review of complaints related to p/n 112730, lot number 160039 shows no additional complaints related to the failure in this investigation. Device evaluation and results: visual inspection: visual inspection shows there is some wear to the hex, especially on the distal tip that is inserted into a mating component. Dimensional inspection: dimensional inspection was not completed because it would not show any issue. Functional inspection: the hex driver was inserted into a mating checkpoint and confirmed a tight fit and could not rotate within the checkpoint. Conclusions: though the instrument shows signs of wear, the driver appears to function properly.

Event description:
During the mako tha procedure with dr. (B)(6). (B)(6) hospital, (B)(6), it was noted the hex driver was stripped and also the 40 liner impactor had damaged threads. A backup liner impactor was used and the surgeon used a rongeour to remove the variable angle screw.